Event description:
Event description guidant received information that one day post implant of this cardiac resynchronization therapy defibrillator (crt-d), implantable transvenous defibrillation lead and left ventricular pacing lead, the lead impedance measurements were out of range. The atrial lead was functioning normally. There was no pacing of the right or left ventricle, but pacing thresholds were normal. The patient is not pacemaker dependent. The patient was taken back to have the pocket opened and the physician thought the setscrew was not fully engaged and blood was noted in the header. The physician did not want to take any chances and changed out the device.